Manufacturer narrative:
This report is submitted on march 07, 2019.

Event description:
Per the clinic, the patient experienced non-auditory stimulation with device use; subsequently the patient underwent revision surgery to reposition the electrode array (date not reported).